Event description:
It was reported that the right atrial (ra) lead dislodged after initial implant. The lead was revised and then dislodged a second time. Once revised the right ventricular (rv) lead exhibited high impedance. The pocket was reopened and the ventricular lead was found to have a loose connection to the header which was then corrected. The following day the atrial lead was then found to have high impedance which was likely due to a loose connection. The lead was revised and both leads remain in use. No patient complications have been reported as a result of this event.